Event description:
The customer reported that the battery in compartment b is not recognized. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.